Event description:
While positioning the equipment for a pt exposure, the operator was holding the collimator mounting fork of the unit's support arm. The unit reportedly was hit against an object and the operator's middle finger was captured in between the collimator and the collimator mounting fork. On the following day, the operator found that his finger was broken.